Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator reports power switching. It was stated the battery was exchanged and there were no effect on patient. No additional information available.

Manufacturer narrative:
Log file analysis revealed that the controller contained the smr software. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery involving (B)(4). None of these premature switches involved (B)(4) which is being investigated under a different complaint. These premature switching events are most likely due to communication anomalies between battery and controller. Additional batteries added to this complaint: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - not returned. Method - analysis of data log(s) no testing methods performed, actual device not evaluated. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4) . Method - analysis of data log(s), no testing methods performed, actual device not evaluated. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4) UDI number: (B)(4) returned: 03/30/2017. Method - analysis of data log(s), interoperability evaluation. Actual device evaluated. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4) - UDI number: (B)(4) returned: 03/30/2017. Method - analysis of data log(s), interoperability evaluation. Actual device evaluated. Results -no failure detected. Conclusion - no failure detected, device operated within specification. (B)(4) - UDI number: (B)(4) returned: 03/30/2017. Method - visual inspection, analysis of data log(s), interoperability evaluation. Actual device evaluated. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4). Method - analysis of data log(s), no testing methods performed, actual device not evaluated. Results - interoperability problem. Conclusion - quality system deficiency. It was reported that the patient was experiencing power switching events. The batteries (B)(4) were returned for evaluation. (B)(4) were not returned despite multiple attempts to obtain the devices. (B)(4) was initially returned as a non-complaint related (product exchange) device and was disposed of before the unit could be evaluated. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the batteries revealed that the devices device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections of the battery involving (B)(4). None of these premature switches involved (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. An internal investigation has been open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The batteries (B)(4) were returned for evaluation. (B)(4)were not returned despite multiple attempts to obtain the devices. (B)(4) was initially returned as a non-complaint related (product exchange) device and was disposed of before the unit could be evaluated. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the batteries revealed that the devices device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a controller was stable. Log file analysis revealed that the controller (B)(4), which provided the logs for this investigation, contained the smr software upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery involving (B)(4). None of these premature switches involved (B)(4).  The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.